Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment and procedure was completed by restoring the image database the philips service engineer examined the system on-site and determined that there is little space left on the disk. The fse restored the image database. After restoring the image database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was giving an error stating that disk space is low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.